Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated beyond the coil') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and cesarean section. Concurrent conditions included endometriosis, fibroids, flash hot, polymenorrhoea, depressive disorder, nerve pain, leg pain, bacterial allergy, iodine allergy and cervix inflammation. Concomitant products included duloxetine hydrochloride, medroxyprogesterone acetate (depo-provera), salbutamol sulfate (albuterol sulfate) and zolpidem tartrate. In (B)(6) , the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (ablation and robot-assisted total laparoscopic hysterectomy with biopsy of left ovary). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dyspareunia, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: - cervix. Mild chronic inflammation - endometrium. Basal endometrium with weakly proliferative features changes compatible with prior ablation. Ultrasound scan vagina - on (B)(6) 2012: the upper endometrium is obscured. The myometrium is heterogeneous, a possible indicator of adenomyosis. The patient indicates previous essure procedure, although sonographic evidence is not detected at this time. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-pelvic pain. Dysmenorrhea, left lower quadrant pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated beyond the coil') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and cesarean section. Concurrent conditions included endometriosis, fibroids, flash hot, polymenorrhoea, depressive disorder, nerve pain, leg pain, bacterial allergy, iodine allergy and cervix inflammation. Concomitant products included duloxetine hydrochloride, medroxyprogesterone acetate (depo-provera), salbutamol sulfate (albuterol sulfate) and zolpidem tartrate. In 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("left lower quadrant pain"). The patient was treated with surgery (ablation and robot-assisted total laparoscopic hysterectomy with biopsy of left ovary). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, dyspareunia, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: - cervix. Mild chronic inflammation. Endometrium. Basal endometrium with weakly proliferative features. Changes compatible with prior ablation. Ultrasound scan vagina - on (B)(6) 2012: the upper endometrium is obscured. The myometrium is heterogeneous, a possible indicator of adenomyosis. The patient indicates previous essure procedure, although sonographic evidence is not detected at this time.. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming-pelvic pain. Dysmenorrhea, left lower quadrant pain, dysmenorrhea. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.